Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that she ended up going to the hospital for about a week. The customer reported that the sodium had bottomed out but that the hospitalization was not diabetes related.

Event description:
It was reported that customer was having repeated issues with the infusion sets. Customer stated that the insulin pump would alarm no delivery. Customer stated she cannot recall the blood glucose at that time but could be no higher than 160 plus mg/dl. Customer was stated that the alarm was resolved by a complete set change. Customer will return the set and reservoir for analysis. Advised the customer the infusion set and reservoir would replaced. No further information provided.